Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiography revealed dissection in the left and right femoral arteries. The dissection occurred while using a non-medtronic sheath at the access sites. A safari guidewire was used at the right femoral artery for delivery catheter system (dcs) access. It was reported that the anatomy was tortuous at the common iliac region. There was difficulty advancing the dcs. No closure devices were used. Subsequently, stents were successfully placed in both arteries. Per the physician, it was unknown whether the dissection was caused by the dcs. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity). In this case, it was noted that the anatomy was tortuous. This indicated that the probable cause of the advancement difficulties was tortuous patient anatomy. It was reported that a dissection occurred while using an external sheath, however the cause of the dissection was not known. Vascular access related complications, such as dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information that was provided, an assignable root cause of the vascular complication could not be determined and the relationship to the enveor dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The product event did not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.